Event description:
It was reported that during a nephrectomy procedure, the device would not reopen. Several clips were released, but at one moment, the device remained blocked on the vessel. The surgeon managed to remove the device, bleeding occurred. It was stopped since the surgeon used another device, with no issue. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.